Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The affected pump that was experiencing intermittent stall issues was explanted/replaced and sent back to the device manufacturer for analysis along with the print out (B)(6) 2016. The patient was fine now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 1149.8 mcg/day in flex mode for intractable spasticity and multiple sclerosis. The patient's medical history was unknown. The patient was having intermittent motor stalls beginning on (B)(6) 2016. The first stall occurred on (B)(6) 2016 at 12:51 and recovered on (B)(6) 2016 at 00:04 (longest stall) and two more subsequent motor stalls occurred on (B)(6) 2016 at 02:26 with a recovery on (B)(6) 2016 at 06:07 and on (B)(6) 2016 at 10:25. The patient was going through withdrawal and the doctor observed intermittent motor stalls. The reporter did not know of any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". The pump was explanted and replaced on 10/06/2016. The reporter had not seen the patient for follow up so it was unknown if the withdrawal had been resolved. The pump was returned for analysis.

Event description:
Additional information was received from a hcp. Additional medical history included spastic quadriplegia due to multiple sclerosis. The baclofen was being used for spasticity. The initial motor stall occurred on (B)(6) 2016, which was previously reported as (B)(6) 2016. Motor stall recovery occurred three days later, but motor stall recurred. On (B)(6) 2016, the patient was examined in the clinic, and was admitted to the hospital as inpatient that same day with an admitting diagnosis of "baclofen pump failure." It was confirmed that the patient underwent pump replacement on (B)(6) 2016. On (B)(6) 2016, the patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.